Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient condition was good post procedure.